Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl. Reportedly, customer was at a summer camp and camp counselors were providing routine assistance to customer by delivering boluses. Pump data review by tandem technical support showed large override boluses were delivered prior to the event. Additionally, contact believes pump basal rates need to be updated as contact has been putting less carbohydrates in the bolus menu than customer is actually consuming. Bg was addressed via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.